Manufacturer narrative:
The previous driveline repair was reported on medwatch MFR number 2916596-2016-02028. (B)(4). Approximate age of device ¿ 1 year and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the system controller log file showed driveline fault alarms and pump stoppage alarms. The device had a previous percutaneous lead (driveline) near the exit site, and the new alarms occurred while the pump was connected to both the power module and on batteries, and an ungrounded power module patient cable. Since the patient had a prior distal end driveline replacement, there was no room to perform an additional driveline replacement. It was reported that the patient was not a device exchange candidate. The patient was returned to the long term acute care facility and was ongoing. No additional information was provided.

Manufacturer narrative:
The reported pump stoppages and driveline fault alarms were confirmed per the evaluation of the submitted log file. However, a cause for these alarms could not be conclusively determined. Driveline damage was suspected, but could not be confirmed. A submitted log file confirmed driveline fault alarms associated with phase 1 on (B)(6) 2017 at 22:49 and on (B)(6) 2017 between 04:11 to 08:24. Furthermore, on (B)(6) 2017 at 22:58, the patient experienced low speed operations and pump stoppages while the system was powered by the power module. Although the log file evaluation could not conclusively determine the specific cause for the low speed operations, pump stops, and driveline fault alarms, these events appear consistent to a potentially compromised wire in the driveline. Due to patient¿s clinical status, no x-rays were obtained. No further related events have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.